Manufacturer narrative:
Visual inspection during the investigation, plier marks on the outer housing of the progav2.0, were determined. Permeability test a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valves, deposits were found in both valves and the resrvoir. Results according to the investigation results, a non-adjustability of the progav 2.0 was determined. The visible deposits led to functional impairment. Furthermore, we can determine visible deposits in the shuntassistant and the control reservoir. The deposits had no effect upon the specifications at the time of the examination. The components operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Finally, we cannot determine functional deviations or other abnormalities in the peritoneal catheter. The product operated within all specification. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system caused a blackage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was now returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was implanted during a procedure performed on an unspecified date. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.